Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf tavr case in an aortic insufficiency patient, the first 29mm sapien 3 valve migrated ventricular. The valve was originally 90:10 (aortic/ventricular) then migrated 10:90 (aortic/ventricular). A second 29mm sapien 3 valve was place more aortic but the native leaflets were still functioning above the valve, the 1st valve was too ventricular to be able to catch and hold open the native leaflets. A third 29mm sapien 3 valve was placed to full open the leaflets in the annulus. The final inflation was with +10ml volume and the balloon tore radially during inflation and could not be removed via the esheath. The patient was taken to vascular surgery for removal as the delivery system was getting caught in the iliac and at the distal end of the sheath. The devices could not be recovered for return.

Event description:
Medical records were received and reviewed. At the time of the tavr the patient presented with severe aortic insufficiency in the setting of aortic annular ectasia and dilated ascending aorta, moderate mitral valve insufficiency, and valvular cardiomyopathy with severe left ventricular dilatation with ef of 47%, and pre procedure high probability of pulmonary hypertension. CT findings reported early fibrosing interstitial pneumonitis. The patient underwent a right common femoral artery transfemoral tavr 29mm sapien 3 valve placement in the aortic position. The procedure was complicated by peri leak around the 29mm sapien 3 valve and potential migration towards the left ventricle. A second 29 mm sapien 3 valve was deployed at a higher location, however the native aortic valve cusps appeared to overhang the upper edge of the valve, a third 29mm sapien 3 was implanted with an additional 10cc with excellent results. The balloon ruptured during this valve deployment and could not be safely withdrawn through the right femoral artery. The patient was transferred to the or for surgical removal. A right femoral and external iliac endarterectomy with patch repair, right external iliac stenting and left femoral repair were done. Post-deployment mean gradient was 10mmhg with no aortic valve prosthetic regurgitation and trivial inter-prosthetic regurgitation.

Manufacturer narrative:
Additional information received and added to b.5. Corrected b.7 based on the additional information received. Investigation is ongoing.

Manufacturer narrative:
The 29mm sapien 3 valve was not returned to edwards lifesciences as the valve remains implanted. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imaging was returned and revealed no calcification in the native annulus and the maximum native annulus size measured 30.3mm and is slightly above the upper end of the thv valve size of 29mm (24mm to 28mm). During the manufacturing process, the valve is visually inspected, and tests are performed throughout the process. In this case, there is no evidence to support a manufacturing design defect potentially contributed to the complaint. A device history record (DHR) review or lot history was not performed as the reported event does not allege a malfunction that could have been related to an edwards manufacturing. The commander delivery system with s3 IFU, patient screening manual and procedural training manual were reviewed for instructions and guidance. The IFU indications that the edwards sapien 3 and sapien 3 ultra transcatheter heart valve system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. It should be noted that in this case, tavr was performed due to the patient presented with severe aortic insufficiency instead of severe native calcific aortic stenosis; therefore, it is considered an off-label case per the IFU. In addition, the procedural training manual provides guidance on proper thv sizing prior to the procedure is critical to avoid size mismatch and serve pv leak. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for thv migrated and valve exhibits paravalvular leak were confirmed by medical record. No potential manufacturing non-conformance was identified during the evaluation. A review of IFU/training materials revealed no deficiencies. As reported, 'during a tf tavr case, the 1st 29mm sapien 3 was successfully deployed with noted small pvl using +5cc. The pvl was later increased to moderate, and over time, the valve migrated toward the ventricular aspect (from 90:10 to 10:90 a/v), which has led to severe native valve aortic valve regurgitation.' According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The edwards thv patient screening manual advises the user on proper native valve annulus and leaflet assessment to determine the appropriateness of tavr in patients. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the IFU, valve migration is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. It instructs the user on proper native valve annulus and leaflet assessment (e.g., valve type, annulus size, distribution of calcium, etc.) To determine the appropriateness of tavr in patients. In this case, there was no allegation or indication a product malfunction contributed to this adverse event and the migration is most likely due to off-label use (deployed valve in non-calcific annulus). The valve is relying on calcification for anchoring and securing its position. Although the valve was over-inflated with +5cc, without calcification, the valve may not have been able to maintain its deployed position securely leading to valve migration. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. As the valve migrated toward ventricular, the pvl skirt can no longer provide an adequate sealing between the valve and the target site leading to paravalvular leakage. In this case, available information suggests that procedural factors (valve deployed in non-calcific annulus) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. No corrective or preventative action nor product risk assessment is required.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-03892 and 2015691-2022-03893. Investigation is ongoing.